Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information reviewed, the reported atrial perforation was due to procedural circumstances. The reported patient effect of atrial perforation as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported prolonged hospitalization and additional therapy/non-surgical treatment appears to be due to case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling; therefore, no corrective action will be implemented in this case.

Manufacturer narrative:
Event date: dates estimated. (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was discarded. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report medical intervention, atrial perforation and prolonged hospitalization. It was reported through a research article that this was a mitraclip procedure to treat mitral regurgitation (mr). On an unknown date, two clips were deployed, reducing mr. However, more than 3 months later, the patent's mr increased to grade 3 due to disease of progression. The clips remain stable on both leaflets however, it was noted that an atrial perforation was observed which indicates the steerable guide catheter may have caused after removal during the initial procedure. The patient remained hospitalized and underwent mitral valve replacement surgery to treat the recurrent mr. Post surgery, a permanent pacemaker was placed. The atrial perforation was closed with an unspecified closure device. Details are listed in the attached article, titled "surgical revision after percutaneous mitral valve repair by edge-to-edge device in high-risk patients."no additional information was provided.